Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding and dyspareunia. On or about (B)(6) 2011 patient underwent surgery to address her injuries. Patient still complains of vaginal pressure and pain, vaginal bleeding and dyspareunia.. All other information is unknown and reportedly unavailable.